Manufacturer narrative:
Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva meter - system 1, serial number - (B)(4); (B)(6) - aviva meter - system 2, serial number - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 446 mg/dl on aviva meter (system 1) and 141 mg/dl on aviva meter (system 2). Customer was using the same vial of strips with both meters. No death or serious injury reported. Requested return of the alleged device for evaluation.